Event description:
The customer reported that there was a flash fire resulting in a pt burn. The customer indicated that they do not suspect the generator to have caused the fire.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for eval. Add'l questions to regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.